Manufacturer narrative:
The therapy date is unknown: nexgen stemmed tibial component, catalogue # 00598004702 , lot # 62049095 nexgen lps-flex femoral component, catalogue # 00596001751, lot # 62049095. Molded lps nexgen flex articular surface, catalogue # 00596404210, lot # 62063846.

Event description:
It is reported that a patient who underwent a total knee arthroplasty is experiencing pain due to unknown reasons.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.